Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by being in a "bad condition" and feeling tired. The cause of the peritonitis was unknown. On an unspecified date, the patient was hospitalized for this event and received unspecified treatment for the peritonitis. Pd therapy was discontinued, and the patient was transferred to hemodialysis. At the time of this report the patient was discharged from the hospital and has recovered from peritonitis. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.